Event description:
Experienced hypoglycemia and lost consciousness due to mistreatment with too much insulin.the customer had obtained a reading on their freestyle flash meter in the incorrect unit of measurement.the customer was in a chemist at the time of the incident and was given hypostop and glucose tablets by the pharmacist.